Event description:
The customer reported that the system shut down. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The b345 circuit board was replaced, but did not resolve the issue. Additional parts were ordered. No conclusion can be drawn as repair info is unavailable and no additional service info was provided.